Event description:
Device moved from intended location material number updated.

Manufacturer narrative:
Device moved from intended location, material number updated.

Event description:
Device moved from intended location.